Event description:
It was reported that the patient presented to the hospital feeling unwell with nausea. At the time of this report, the patient was in the hospital with nausea and weakness. The patient had a refill in the week prior to this report. The patient¿s healthcare provider (hcp) was concerned that dosing was possibly programmed incorrectly at this time. The pump was interrogated and the programmed baclofen dose was at 185mcg/day and the programmed morphine dose was 46.250mg/day, which was an extremely high dose. The hcp was concerned that the patient was going into morphine overdose. With this situation, the hcp contacted a manufacturer representative and the manufacturer for guidance on what to do with the patient. It was the manufacturer representative and the hcp¿s understanding that the patient had only recently had morphine added to the pump and historically was receiving intrathecal baclofen monotherapy with oral morphine. The patient was receiving an extremely high dose of morphine, which needed to be reduced. The baclofen dose was stable. If that was also reduced, the patient was at risk for intrathecal baclofen underdose or withdrawal. The hcp and a manufacturer representative discussed programming the pump to minimum rate, observing for baclofen underdose and getting the patient transferred to a facility that could perform a system flush. The hcp seeing the patient in the hospital had been unable to get in touch with the patient¿s managing healthcare provider (hcp) and was considering programming the pump to minimum rate. The pump was programmed to minimum rate and the oral baclofen was initiated to reduce the risk of baclofen underdose. It was planned to transfer the patient to another medical facility on the day following the report, where they intended to perform a system flush and reinitiate intrathecal baclofen monotherapy. This plan was not confirmed, but this was what the hcp understood would happen. It was noted that, when the patient¿s managing hcp was notified of the programmed morphine dose, she was ¿flabbergasted¿ and stated that it must have been a pump malfunction. However, a different doctor did not agree. On the day following this report, all solution from the device system was removed and the pump was filled with lioresal 500mcg/day. The date of the event was reported to be (B)(6) 2015. At the time of the event, the device system was used to deliver compounded baclofen 200mcg/ml and morphine 50mg/ml. The cause of the event and the final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), product type catheter. (B)(4).